Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. Physio determined that the cause of the reported issue was due loose battery pins. Physio replaced all battery pins in the device and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powered off by itself multiple times during a patient event. This issue is patient related; however there was no adverse patient outcome reported by the customer. Physio-control made several attempts to contact the customer in order to obtain additional information about both the patient and the event, but was unsuccessful.